Event description:
It was reported that the pt experienced a lack of therapeutic effect and had swelling where the catheter incision had been. The expected pump reservoir volume was 19 mls; the actual was 36 mls. No catheter or roller studies were done. The physician's assistant filled the pump with preservative free sterile saline in anticipation of doing a catheter study in 2008, but instead, the hcp decided to do a pump and/or catheter revision. When the hcp opened the swelling on the patient's back, about 1 tablespoon of clear liquid came out. When he opened the pump pocket, there was no kink in the catheter and when the catheter was disconnected from the pump, csf dripped from the catheter. The pump and catheter were replaced. The patient recovered without sequela. The pump was used to deliver lioresal.